Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappears.